Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of quality control data confirmed that all performance control levels for the hivag and ahiv parameters were within the specified ranges. No physical investigation was deemed necessary as confirmatory testing is the responsibility of the customer. The root cause was attributed to a sample-specific discrepancy. The customer was advised to re-test all initially reactive samples in duplicate using the elecsys hiv duo assay and to confirm repeatedly reactive samples according to recommended confirmatory algorithms, including western blot and hiv rna tests. The results should be interpreted in conjunction with the patient¿s medical history, clinical examination, and other findings.

Event description:
The initial reporter alleged discrepant reactive results for one patient sample tested with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. On (B)(6) 2024, a sample (ID: (B)(6) was tested using the hiv duo elecsys e2g 300 v2 assay and generated a result of 10.8 coi (reactive) for hivag, with no result provided for ahiv. The same sample was tested using the vidas 3 hiv assay and generated a non-reactive result. On (B)(6) 2024, a second sample (ID: (B)(6) was tested using the hiv duo elecsys e2g 300 v2 assay and generated a result of 12.2 coi (reactive) for hivag, with no result provided for ahiv. The same sample was tested using the vidas 3 hiv assay and generated a non-reactive result. Confirmatory testing, such as polymerase chain reaction (pcr), was planned but results were not available at the time of reporting.